Manufacturer narrative:
The patient and device codes were coded by the manufacturer. (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional graftmaster referenced in b5 is being filed under a separate medwatch report.

Event description:
It was reported the 2.80x19 graftmaster stent was implanted to treat a perforation; however moderate residual perforation was left. An attempt was made to advance the 2.80x16 graftmaster stent delivery system (sds); however it failed to cross the lesion. Medication was administered, thus eventually sealing the perforation. Per the physician, the graftmaster stent did not cause or contribute to complications or adverse events. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported failure to seal the perforation; however, the reported treatments appear to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.